Manufacturer narrative:
The carevo is equipped with two side supports to secure the patient. Each side support in the carevo has two handles. By using them at the same time, the side support can be folded or unfolded. The instruction for use (IFU) provides information that when side supports are raised to a desired position they should lock and click into place. A caregiver should ensure that the side supports are in locked position e.g.: ¿lift the operating handles and raise/lower the side support to the selected position until it locks and clicks into place¿ ¿warning: to avoid the patient from falling out of the device make sure that all side supports are in a locked position.¿ the device inspection conducted by an arjo representative revealed and confirmed that the carevo side supports (left and right) can be unexpectedly opened. This issue was confirmed by the video evidence provided. Based on the video evidence and information gathered in the course of this investigation, the incident related to the unexpected opening of the side support could occur, if a precise sequence of movements happened to detach carevo safety side support: strong push directed upwards on the side support handle; fast pulling on the side support handle in the downwards direction. In summary, the side support opened during use, so the device did not perform as intended. The shower trolley was used for the patient hygiene and in that way it played a role in this event. This complaint was decided to be reported to regulatory authority due to customer allegation which stated that the patient nearly fell out of the device when the malfunction occurred.

Manufacturer narrative:
The carevo device was inspected by an arjo representative. The device was found in good condition with no visual defects. It was indicated that the side supports (left and right) can be lowered easily by using one hand at a time instead of both hands at the same time. Same can happen unexpectedly when caregiver's knee or leg comes in contact with handles one at a time during use. Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
Arjo was notified of an incident involving a carevo shower trolley. It was reported that a patient nearly fell off the carevo. According to the information received, two caregivers were showering the patient on the carevo. The patient was rolled to one side when the side support unexpectedly came down from the outer position to the folded position. Nevertheless, the caregivers were able to prevent the patient from sliding off the carevo, rolled the patient onto his back, folded the side support, and dried and dressed the patient. No injuries were reported.